Event description:
Av pacemaker connection with the pt atrial and ventricular. Cables could not be disengaged by the operator, who replaced the cables and the pacemaker with another set. These units have recently entered svc at this institution. Another pacemaker shows signs of a tool being used to remove the leads.